Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a self test and displacement and the device passed the test. Performed a manual prime and the device did not alarm. Instructed the mother of change the entire infusion set and to check the customer's glucose level. The mother stated that his blood glucose reads 600mg/dl. The mother also stated that she called to the doctor and she would be taking the customer to the hospital. No further info was performed.